Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not power on. A field service engineer (fse) assisted the customer over the phone while on another call and helped narrow the issue down to drawer 5, which was bringing the entire station down. Drawer 6 was also not being detected on the bus. The customer disconnected both drawers so they could continue using the station. When the fse arrived onsite, drawer 5 was found to have a burned solenoid and a shorted module board. Both the solenoid and module board were replaced, along with a new inseparable, resolving the drawer 5 issue. Drawer 6 was found to have a bad control board and a damaged retractor band. The fse replaced both components, and the issues were resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering on. The customer stated that when the user attempted to dispense a medication and pulled the drawer out, customer smelled smoke, and the station subsequently shut down. However, there were no adverse events or injuries reported based on this event.